Event description:
A caller reported experiencing a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The caller was not able to resolve the issue by loading a new cartridge, leading customer technical support to arrange for a replacement pump. The caller acknowledged the instructions provided, including how to send back the faulty pump. There was currently no backup insulin delivery method, so the caller planned to contact their healthcare provider.